Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured. The physician elected to removed the lead and implanted a new lead as replacement. The lv lead was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.